Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking from the balloon was confirmed as manufacturing related. One 20fr tri-funnel replacement device was returned for investigation. The balloon was not inflated. The feeding tube appeared to be unused. A microscopic examination revealed that the white plug was not located within the distal end of the inflation lumen. Material was observed in the inflation lumen, but a pinhole was seen in the material. An attempt was made to inflate the tri-funnel balloon with water, but the infused liquid leaked through the pinhole in the distal end of the inflation lumen. The complaint sample was forwarded to the manufacturing facility for further review. (B)(4) conclusions: the complaint was confirmed for the reported issue (it was reported that during the pretest of inflating the balloon, the balloon damage was found. During visual evaluation of the returned sample, noted that the inflation lumen was not plugged, this defect can be caused during plug inflation lumen process. Per functional evaluation was tried to inflate the balloon with water and it cannot be inflated since the inflation lumen was not plugged. A review of pfmea includes the failure mode (inflation lumen not plugged); with potential effects of failure: balloon will not inflate; fluid leaks out and balloon prematurely deflates; tube falls out and possibly requires replacement; patient discomfort; with potential causes of failure: missing plugging operation. Conclusion: based on this estimation the risk is q1 (low risk) and on the production rate. According to level of risk and the reported incidences, current controls are considered adequate and it is not required to take further action for the time being. A lot history review (lhr) of ngas3207 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the pretest of inflating the balloon, the balloon damage was found. No other information was provided. 8/22/2017 - additional information reported by the ibc, that when they "observed" the sample they were not able to find any damage.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngas3207 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the pretest of inflating the balloon, the balloon damage was found. No other information was provided. On 8/22/2017 - additional information reported by the ibc, that when they "observed" the sample they were not able to find any damage.